Event description:
It was reported by service report that the headend lift is not working. It was further reported that the footboard was missing its main module. It is unk if there was pt involvement, however no adverse consequences are reported.

Manufacturer narrative:
Result: footboard module.